Manufacturer narrative:
(B)(4). Device brand name unknown. Device product code unknown. Device catalog and lot numbers not provided/unknown.

Event description:
It was reported that an unknown abutment screw fractured inside of the implant (tsvb10). The implant was damaged upon screw removal and had to be removed. The customer stated that the patient was inherited from another office and that they had no information on the abutment screw. Tooth location 13.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A tapered screw-vent implant with mtx surface (tsvb10) was returned with a fixture mount engaged into the drive feature. Visual inspection of the as received products identified minor signs of wear due to usage around the implant and the screw. There were nicks around the implant platform and the drive feature. However, the screw had no evidence of the reported fracture. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: review of the instructions for use for zimmer dental implant systems (4894i rev 3-07/09) and zimmer dental: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) identified information regarding screw fracture under section title contraindications and precautions. According to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. Doctor indicated fractured abutment screw. The screw did not malfunction and the reported event was unconfirmed following inspection. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.